Event description:
Nurse pushed plunger down on a solu-medrol acto-o-vial 40 mg and the circular bottom of the vial popped away from the rest of the vial and cut the nurse. The nurse received 4 stitches on the medial volar aspect of the thumb at ip joint (1.5 cm x 2 cm). Dose: 40 mg; frequency: bid; route: intravenous. Dates of use: (B)(6) 2015. Reason for use: breathing.